Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe contained foreign matter. The following information was provided by the initial reporter: "on aug 10/2021, when opening the packaging of the syringe (ref: 301229, lot: 2105003) intended for the preparation of chemotherapy injected intravenously, the preparer noticed the presence of a transparent liquid at the plunger of the syringe. "

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2021, when opening the packaging of the syringe (ref: 301229, lot: 2105003) intended for the preparation of chemotherapy injected intravenously, the preparer noticed the presence of a transparent liquid at the plunger of the syringe. "

Manufacturer narrative:
H.6. Investigation: one sample received for investigation, upon visual inspection no foreign matter can be observed in the fluid path of the syringes, and there is not excess of silicone visible. A device history review was performed for the reported lot 2105003 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2105003 and found to be within specification. Testing was performed on the samples, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. H3 other text : see h.10.